Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient's ipg had shifted in the back and was causing pain. It was also reported that the device was causing the patient pain in the chest. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient's ipg had shifted in the back and was causing pain. It was also reported that the device was causing the patient pain in the chest. The patient will undergo an explant procedure.